Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the exhalation valve. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator did not pass exhalation valve calibration. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.